Event description:
It was reported one of patient's lead is fractured and the other had high impedances on all contacts. Surgical intervention may be pending to address the issues.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
Additional information reported only one lead had high impedances on all contacts. There was no imaging taken to confirm the lead had fractured. Investigation was unable to identify which lead attributed to the issue. There is no issue with the remaining lead therefore patient is still receiving adequate therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.